Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "cvl had propofol infusion running through one lumen, found to have backflow of propofol in another lumen. Second time this problem has occurred recently". Additional information was requested from the customer; however, further details have not been provided at this time. Associated MDR numbers include: 3006425876-2025-00947 and 3006425876-2025-00963.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "cvl had propofol infusion running through one lumen, found to have backflow of propofol in another lumen. Second time this problem has occurred recently". Additional information was requested from the customer; however, further details have not been provided at this time. Associated MDR numbers include: 3006425876-2025-00947.